Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to blackpool manufacturing site for evaluation. Visual examination found the liquid monomer ampule broken, confirming the reported allegation. However this failure mode cannot be traced to a manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : an nc search was performed for the finished device 3070040, lot 9255891, and there was one nonconformance recorded on this batch that was related to process controls and did not impact on the overall product.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 3070040, lot 9255891, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ampoule was broken before use. The surgery was completed with no surgical delay. The surgeon commented that the ampoule might have been broken by cracks caused by vibration during transportation.